Event description:
It was reported that there was an ma on in error message. This error may cause the system to shutdown un-commanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.